Event description:
Reportedly, the subject programmer can intermittently automatically switch off during use, and it can become stuck in a boot loop.

Event description:
Reportedly, the subject programmer can intermittently automatically switch off during use, and it can become stuck in a boot loop.